Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient with stent migration of the cuff (2cm of overlap). There appears to be no endoleak. Patient repair is being deferred deemed too frail to endure surgery at this point. Patient will be continued to be monitored. No further information provided.